Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 4527785, 02-010-03-0225 - logic cr femoral cem, left sz 2.5. 4049641, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 4362236, 200-02-35 - three peg patella 35mm. 4537197, 204-34-04 - fluted stem extension 40l x 14 mm. 4553246, 204-70-00 - tibial stem ext. Screw. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty revision on (B)(6) 2016 and then approximately 6 years later had a surgical revision on (B)(6) 2022. The patient was revised to exactech devices. Revision operative report of (B)(6) 2022 -to revise left tibia and tibial poly; for other mechanical complications of internal left knee prosthesis. Procedure: clear synovial fluid was noted once the joint was entered. The joint had obvious evidence of polyethylene wear debris with diffuse clusters of white synovitis. Delamination on the medial aspect of the tibial polyethylene was immediately noted. A complete synovectomy was accomplished. The femur was inspected and was rigidly fixed with no evidence of loosening. The tibial component was removed and there was extensive osteolysis medially. New devices were fitted and implanted. The patient tolerated the procedure. The patient was awakened and transferred to recovery in good condition after application of a bulky sterile dressing. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10. Concomitants: (B)(6) 02-010-03-0225 - logic cr femoral cem, left sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. The following sections were updated: g1, h6. The following sections were corrected: b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.